Event description:
A malfunction occurred with the customer's pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.